Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable high troponin t hs results that did not match the clinical situation of the patient. The doctor suspected there was an interference. The troponin t hs results were 90-100 pg/ml and the troponin I result from a vitros analyzer was negative. No specific data was provided. The results were reported outside of the laboratory. There was no allegation of an adverse event. The customer used cobas 6000 e 601 module serial number (B)(4).

Manufacturer narrative:
Medwatch fields 'age at time of event and sex' were updated. A specific result 93.0 ng/l was provided. No date of testing was provided.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Sample from the patient was submitted for investigation and the customer's results were confirmed. The investigation was unable to find a definitive root cause. As qc results were acceptable, a general reagent issue could be excluded.